Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Patients with a compromised cardio-pulmonary system are predisposed to a pleural effusion. A weakened heart can have an increased pre-load which will cause fluid to back up and eventually diffuse across the alveoli-capillary membrane and result in a pleural effusion. The root cause of the reported event cannot be conclusively determined; though, procedural event and clinical factors may have contributed to include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, respiratory distress has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
The patient, who had not been experiencing respiratory distress nor was noted for labored breathing, underwent an ultrasound-guided thoracentesis twelve days post-lvad implant in which 650 cc pleural fluid was removed. The event was diagnosed as a left pleural effusion which occurred on (B)(6) 2014 and was stated to have been resolved on (B)(6) 2014. No additional information available.